Event description:
On (B)(6) 2018 the lay user/patient contacted lifescan (lfs) (B)(4) alleging her onetouch ultra 2 meter has been displaying unknown error messages. The complaint was classified based on the customer care advocate¿s (cca) documentation. The patient advised that the alleged product issue began 2-3 years prior to contacting lfs and had been ongoing intermittently. The patient denied taking any medications to manage her diabetes and was unable unwilling to say if she made any change to her usual diabetes management routine in response to the alleged product issue. The patient reported that on an unspecified time after the alleged product issue began she developed symptoms of ¿hypoglycaemia, including shaking¿. The patient stated that she controlled this by taking food. At the time of troubleshooting, the customer care advocate (cca) was unable to walk the patient through a retest on the subject meter as she no longer had testing supplies. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began. The symptoms and treatment received suggests that the patient¿s condition deteriorated as a result of not always being able to test their blood glucose.